Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 400 mg/dl at the time of admission. The mother reported the customer felt sick and was vomiting prior to being hospitalized. It was found the customer had a bent cannula when they were hospitalized. The cause of the customer's hospitalization was from diabetic ketoacidosis. The customer was admitted in the intensive care unit for 24 hours as a result. It was reported the insulin pump was removed from the customer's body when they were hospitalized. The mother also reported the insulin pump was working as designed. The insulin pump will not be returned for analysis.